Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair because it was not functioning. No injury has been reported on the repair request form.

Event description:
The finetuner echo was returned to service and repair because it was not functioning. To date, no injury has been reported.

Manufacturer narrative:
Conclusions: the finetuner echo was sent to service _ repair because of no function. During device investigation, failed capacitors and missing components were detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. This is a final report.